Manufacturer narrative:
Zimvie complaint (B)(4). Date of event: (B)(6) 2022. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that she is breaking out from the 63b electrodes. The patient claims her skin is red and itchy, and there are no blisters or welts. The irritation is under the electrodes. She changes them every day and rotates the position on her skin. The patient washed the area with soap and water in the shower. She claims she does not have sensitive skin or allergies. The patient stated their doctor told her to discontinue using the unit as she had issues with the electrodes. She asked if we had any other electrodes and I transferred her to customer service for advice.

Event description:
It was reported by the patient that she is breaking out from the 63b electrodes. The patient claims her skin is red and itchy, and there are no blisters or welts. The irritation is under the electrodes. She changes them every day and rotates the position on her skin. The patient washed the area with soap and water in the shower. She claims she does not have sensitive skin or allergies. The patient stated their doctor told her to discontinue using the unit as she had issues with the electrodes. It was reported that no further information is available. The 63b electrodes were not returned for evaluation.

Manufacturer narrative:
Corrections in a2: age at the time of event, b4: date of the report, b5: event description, d3: manufacturer, g1: contact office, g6: type of report, h2, h8 and h3. Additional information in h4: device manufacture date, h6: component, investigation type, findings, and conclusions and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Manufacturer narrative:
Corrections in g1: contact office, g6: type of report additional information in b5: event description. This follow-up report is being submitted to relay additional and corrected information. Please refer to b5.

Event description:
It was reported by the patient that she is breaking out from the 63b electrodes. The patient claims her skin is red and itchy, and there are no blisters or welts. The irritation is under the electrodes. She changes them every day and rotates the position on her skin. The patient washed the area with soap and water in the shower. She claims she does not have sensitive skin or allergies. The patient stated their doctor told her to discontinue using the unit as she had issues with the electrodes. It was reported by the patient in response to the letter sent, that she was unable to use our product due to the irritation and she had to undergo a surgery to implant a neurosphere device made by abbott which will stimulate bone growth. The patient stated that she had the surgery was last year in november. It was reported that no further information is available. The 63b electrodes were not returned for evaluation.